Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain and disability as results of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.